Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument didn't let go of clip while clipping the bile duct. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.